Manufacturer narrative:
Joerns is sending report to scale MFR on (B)(4) 2011. The scale MFR is (B)(4). The lift MFR is (B)(4).

Event description:
It was reported to the MFR as told by (B)(4) via the facility, that the following occurred on (B)(6) 2011, while using the hoyer stature 4pt cradle with scale. Per (B)(4) their customer reported that their lift broke while transferring a pt. The pt was over her bed when the failure occurred and sustained no injuries. The serial number of the lift was in an earlier recall z-0921-2007. MFR confirmed recall documents were sent to dealer; however, it is unk if the dealer followed through with their recall responsibilities. The cradle and scale has been replaced and ra (B)(4) has been issued to obtain the device for eval.